Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 202 mg/dl. The customer noted air bubbles in the cartridge patient line. During troubleshooting with tandem technical support, the customer was guided through the fill tubing process to remove the air bubbles. The customer stated that bg level was possibly due to the air bubbles. It was indicated that the customer would deliver a bolus via the pump.